Manufacturer narrative:
Product analysis: the complaint was confirmed. The stylus was not working and the touchscreen was out of calibration. Upper and lower handles were found to be broken. All found defective parts were replaced and all other identified issues were resolved. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not working, and was unable to be calibrated. It was further reported that the programmer's internal printer was broken and unable to print. The programmer was returned for service. No patient complications have been reported as a result of this event.